Manufacturer narrative:
Other text: device evaluation: one device was returned for analysis in used condition. The device had a cracked battery door and non-original equipment manufacturer battery. Review of the event history log showed an occurrence of "syringe plunger not in place." Functional testing found that the device exhibited "syringe plunger not in place" during the syringe test and the device failed the plunger sensor test. The investigation determined that the plunger board not operating as intended was the most probable cause of the reported issue. The plunger board was replaced. With no indication of a manufacturing defect found during evaluation, no device history review was performed. Per service history review this device has not been in for service previously.

Manufacturer narrative:
B5: additional information received on 03-nov-2022 via email and attached to complaint object: date of event updated in the attribute; device was not used with the patient. H6: event problem and evaluation codes: updates not required. D10: device available for evaluation: updated. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No information has been provided to date.

Event description:
It was reported that a returned merchandise authorization (RMA) was requested for a pump which had a plunger sensor not working. No patient injury was reported.